Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and cardiac arrest. It was also reported that the right atrial (ra) lead exhibited low impedance, which triggered a lead impedance warning, and undersensing. It was also reported that the right ventricular (rv) lead exhibited undersensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.